Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2008, this patient underwent endovascular repair of a thoracic aortic aneurysm using two gore tag thoracic endoprostheses (tg3710/05861420, tg3715/05941684). It was reported that paraplegia was discovered after the procedure. The physician treated the paraplegia with spinal drainage. On an unknown date in (B)(6) 2008, the paraplegia remained, but the physician decided a wait and watch approach. The patient discontinued follow up with the hospital, therefore, no further information is available.